Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: mbt cem keel tib tray sz4 knee tibial tray component; pfc sigma c/s npor fem rt sz 4 knee femur component; pfc sigmarp stb tb in 4 10.0 knee tibial insert component; unknown knee patella component; smartset mv endurance 80g bone cement. (B)(4).

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement and cement to implant interface. Cement manufacturer was depuy. Doi: (B)(6) 2005; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. (B)(4) considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.